Event description:
Caller alleges inaccuracy with inratio. Results as follows: date: 2007, inratio: 2.4, (2007) lab: 17.4, date: 2007, inratio: 2.0, (2007) lab: 31.5, date: 2007, inratio: 1.9, lab: 2.27.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: patient 1: date 2007, inratio 2.4, lab (2007) 17.4, mean 9.9, confidence limits: unable to be determined. Pt 2: date 2007, inratio: 2.0, lab (2007) 31.5, mean 16.8, confidence limits: unable to be determined. Date: 2007, inratio: 1.9, lab: 2.27, mean: 2.09, confidence limits: 1.4 - 3.1. Per internal procedure, a valid comparison is performed within 3 hours or less. The time interval for testing for pts 1 and 2 between the inratio and lab exceeds 3 hours. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. However for pts 1 and 2, the confidence limits cannot be calculated. For the 3rd data set, both inratio and lab values are within the confidence limits for inr testing. The results are considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is required at this time.